Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 1 failed. The latch mechanism made a repetitive clicking noise when attempting to open, and the doors continued to fail repeatedly. When recovery was attempted, the system indicated that maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 1 was failed and made repetitive clicking noise when trying to open. A field service engineer removed and replaced all four latch assemblies and cables with the newest latch assemblies; during the replacement process, customer accessed the station multiple times, which caused minor delays. After completing the replacements, fse reinstalled the latch column in the tower and restarted the station, logged into administrative mode during startup, and completed all required diagnostic testing. Both customer and the unit users accessed the previously failed storage spaces successfully, with no issues observed at this time. The system functioned as intended after the field service engineer repaired the device.